Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 564 mg/dl. The customer stated that she wanted to do high blood glucose troubleshooting and gave a 15 u bolus with the insulin pump to correct high blood glucose level. The device will not be returned for analysis.